Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon would fire a clip on the tissue and the device would stick when opening. He fired a few more times and it did the same thing again. They then switched to another like device and completed the procedure. There was no patient consequence. There was limited information due to the rep was having a conversation with the surgeon and this issue was mentioned. He had no details on the event date or any other information. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.